Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that the heater/cooler would not flow while in positions one, two, three or recirculation mode. The device was used for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.